Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a lead integrity alert (lia) triggered on the right ventricular (rv) lead due high rate non-sustained (hrns) episodes and sensing integrity counter (sic). There was possible oversensing observed on stored electrograms. The rv lead remains in use. No patient complications have been reported as a result of this event.